Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated she started over with a new cassette only and spoke to the peritoneal dialysis registered nurse (pdrn). The baxter technical service representative (tsr) explained the importance of when to change out one of the supply bags she must change out everything. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012. She said the issue has since been resolved and the patient has been completing therapy successfully. The patient restarted with new supplies after contacting the nurse. She would go over with the patient the proper procedures for starting over with new supplies. No further information was provided. There was patient involvement but no reported injury or medical intervention.